Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient walked into hospital for interrogation and the vad coordinator noticed heavy taping on the driveline. A technical services representative was in the area nad attempted to add a clamshell but it was not possible due to heavy taping. Log files showed low voltage advisory with low speed operation. Driveline repair was performed and patient was put on a new patient cable.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.